Event description:
The rptr stated that he did back to back blood glucose tests, within minutes. His results were 81 and 129 mg/dl. The rptr did not have any symptoms. He stated that the first step confirmation dot had some white area, and the second was completely blue. The strip was inserted correctly; he said that he was wiping the sample with the strip. He had not compared his test strip to the confirmation dot. The rptr said that he does not adjust his medication to meter readings. The life scan rep reviewed testing procedures.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8